Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5 and h6 (patient).

Event description:
Patient experienced discomfort, managed socks/shoes with some difficulty. Patient has enlarging supra- acetabular cyst which could be related to metal-on-metal failure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had elevated metal ion. Revision notes stated that scar excision was performed including removal of abnormal appearing tissue. A minimal sized fluid collection was evacuated. There was some evidence of corrosion at the trunnion. There was near impingement with extension and external rotation of the hip. The cup was too anteverted and vertical. Leg lengths looked short. Cup, head. And sleeve were removed. Operative findings stated that a local soft tissue response and fluid collection in line with an adverse metal on metal reaction was found. There are some contained boney defects on the acetabular side that was bone grafted. There was also some posterior superior bone loss and medial. The local soft tissues were stained in a way that is characteristic for a metal on metal failure. Added patient's dob, medical history, and laboratory data. Corrected patient's initials. Added head, sleeve, and stem due to elevated metal ion reported. Added date of implantation. Doi: (B)(6) 2006 - dor: (B)(6) 2020 (left hip).